Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure lv thresholds was not ICD measurable. The lv threshold measured normally on the pacing system analyzer (psa).the device was not used. Patient's condition is stable.